Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty introducing sheath, possibly contributing to the access site vascular injury requiring intervention, was unable to be confirmed. Review of similar complaints indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. Investigation results suggest/indicate that patient factors (calcification, tortuosity, undersized vessels) may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences japanese affiliate, during a right-side transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, there was resistance while inserting the esheath+ into the external iliac artery (eia); it was noted that the vessel was not pre-dilated. The esheath+ position was adjusted a few times and eventually inserted and advanced smoothly up to the abdominal aorta. Propofol was injected into the esheath+ and the commander delivery system inserted smoothly. The valve was successfully implanted. Upon esheath+ removal, an angiography revealed blood flow stagnation at the site where there was resistance during esheath+ insertion. The site was cut down and vascular intima injury was observed with no dissection. Surgical repair was performed and blood flow became favorable. There was no damage observed on the removed esheath+.

Manufacturer narrative:
The investigation is ongoing.